Event description:
A patient reported experiencing inaccurate erratic results with an ot basic ifd meter. The patient's blood glucose results were 126 mg/dl, 162 mg/dl. Tests were done within < 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.